Manufacturer narrative:
The reported observation of unable to pair to ipg was confirmed. The root cause of the reported observation was due to the device having battery having depleted due to a high current draw. The high current draw was the result of a component degradation within the eppic voltage regulator circuit on voltage supply line vdde.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.